Manufacturer narrative:
Additional information received as follows: on november 5, 2018 an authorized third party inspected the ventilator and replaced the direct current (dc)/dc to single board computer cable. The event will be included in trending and monitoring. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the e360 ventilator generated an electronic alarm sound and the screen turned black. Additionally, it was reported that when the patient circuit was disconnected, the ventilator¿s setting display illuminated, and it was noticed that there was no gas being delivered from the inspiratory port of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.